Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system experienced intermittent tracking within synergy ent 2.3. This occurred when the surgeon was using a malleable suction and a straight blade. In trouble-shooting, they moved the emitter and ensured that there was no metal in field, however, continued to experience the same behavior. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the malleable suction and straight blade being used were not tracking properly and were disposed of by the site. No further issues have been reported.